Event description:
Pt's heartrate was 164, pt's blood pressure was 68/p base hosp ordered sedation and cardioversion. Paramedic unable to cardiovert pt due to paddle malfunction - read "default". Pt converted at hosp.